Event description:
It was reported that the patient's device had dislodged and then endothelialized under the tricuspid valve. Given that the device was stuck, it was unable to be retrieved. A new device was then successfully implanted. The patient was recovering.